Manufacturer narrative:
Additional narrative: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the motor device was making a static/chattering type noise while running. It was reported that there was no delay in the procedure as an unspecified spare device was available for use. The reporter stated that, although the noise was annoying, the physician continued with the device until the spare device was available. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the motor phase wires were shorted to ground. It was determined that the phase wires were shorted to ground due to a worn out motor. It was further determined that the worn motor is due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.